Event description:
Additional information received indicated the vlp was replaced. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. It was noted the vlp would not release from the catheter. There were no consequences to the patient. The case was abandoned. Further information was requested but not received.